Event description:
As reported by the customer: corrosion of the hip implant, which has resulted in the ball head being separated from the femoral stem. It concerns the combination of accolade 1 with lfit caput.